Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the lens guide discoloration was the lens glue peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lens which led to corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to wear of switch2, water tightness is lost; grip has a scratch; air/ water cylinder has no color; scope cylinder has discoloration; right/left knob has a scratch; up/down knob has a scratch; electric connector has discoloration due to water leakage; scope connector has corrosion due to water leakage; ID over has corrosion due to water leakage; due to damage on channel tube, water tightness is lost; due to damage on pipe protecting forceps elevator wire (k-pipe, forceps lever does not move smoothly; distal end has corrosion; the cover of light guide bundle is damaged; inside of light guide lens has discoloration; the connecting tube has snag; and universal cord has coating peeling. Should additional relevant information become available, a supplemental report will be submitted;

Event description:
It was observed that during the device evaluation, the duedenvideoscope inside lens guide had discoloration. The issue occurred during an unknown event. There were no reports of patient harm.